Event description:
The customer reported that they were having issues with two monitoring displays of the central nurse's station (cns). They were both in a blue screen. They were not able to give a lot of detail other than they were both in blue screens. Tech support (ts) advised them that they would need to do troubleshooting with someone that has technical experience, and the customer stated they would reach out to the biomed department and provide them the ticket number. No patient harm was reported.

Manufacturer narrative:
Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the two monitor displays for the central nurse's station (cns) were displaying blue screens. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the customer reported that the two monitor displays for the central nurse's station (cns) were displaying blue screens. No patient harm was reported. Investigation summary: the issue of the blue screen displays could not be confirmed as the customer was not able to response to follow-up attempts made by nihon kohden technical support (nk ts). Other contacts at the hospital did not have information relating to the issue. As the reported device was not returned for evaluation, the reported issue could not be duplicated nor confirmed. As such, a root cause cannot be determined. A serial number review revealed a later complaint relating to a malfunctioning switch for the keyboard, video, and mouse. This was seen as an out of box failure and is likely related to the display issue the customer was experiencing. The kvm was replaced to resolve the issue. Kvm failure out of box is likely a result of hardware failure. Hardware failure out-of-box can be caused by physical damage to the device during shipping and handling. Hardware defects could also have occurred during manufacturing. Attempt #1: 01/19/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2: 01/20/2022 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #3: 01/25/2022 emailed customer via microsoft outlook for all items under the no information section. No reply was received.